Event description:
The patient reported that their heart rate ¿is not right¿ when they exert themselves. They stated the doctor keeps changing the rate response on their implantable pulse generator (ipg) and they feel awful afterwards. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).